Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 400-500s mg/dl). Moderate to high ketones were present. Pump supplies were changed. Corrective boluses and insulin injections were administered to address bg. Customer reverted to using manual injections for insulin therapy. Contact did not know cause of elevated bg. Tandem technical support reviewed pump data and found pump was functioning as intended. Contact suspected pump settings had been "inappropriately" set during the initial pump setup. Reportedly, contact discussed event with a healthcare provider.